Event description:
It was reported that the insulin pump did not allow the customer to partially fill the reservoir. The customer stated that she was only able to prime and rewind so far. She reported that the insulin pump alarmed either low reservoir or no delivery. The blood glucose reading was 200 mg/dl. She stated that when she tried to fill the reservoir with less than 200 units of insulin, the device would alarm an error, although she was unsure what the error was. Upon troubleshooting, no alarm occurred. She stated that the numbers climbed on her screen to approximately 7 units, the device showed an error message, then took her back to the rewind screen. She also observed scratches on the screen. No troubleshoot was performed due to lack of information regarding the issue. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.